Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/13/2017, that on (B)(6) 2017, the patient experienced an unknown transmitter issue. No additional event or patient information is available. Data log was reviewed for evaluation on 03/22/2017. Complaint for an unknown transmitter issue was confirmed, due to the findings of data gaps on the date of issue. The root cause could not be determined, post investigation.